Event description:
The complainant has reported that a 71 year old female underwent a therapeutic transbrochial needle aspiration procedure for diagnosis. The clinician stated he encountered difficulty when attempting to advance the transbrochial aspiration needle device in an area that was free of calcification. Visualization was difficult due to airway position. Attempt to retract resulted in restriction. The scope was not able to be retracted due to there restriction. No further attempt was made to manipulate the scope. A second scope was utilized where the clinician noted that the needle was bent at an acute angle where the needle attaches to the catheter. With visualization, the initial scope could be manipulated to retract and remove the device. There was a superficial laceration noted to the medial sidewall micosa of the bronchus. The clinician further reported that the patient's hct level had gone down by 2 points, but returned to the 'normal' level without any intervention. Subsequent CT scan and cxr were noted as unremarkable. There was no evidence of any residual ill effect.

Manufacturer narrative:
Information supplied in secton f was completed by the manufacturer based on information obtained from the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed undere the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.